Manufacturer narrative:
(B)(4) follow up. It has been reported that the packaging of one unit was found to be damaged and lacked the printed batch and expiration date. To assist in the investigation, one photograph was submitted for evaluation by our quality team. The photograph revealed one unit with tampered packaging and no batch or expiration date printing. A device history record review was conducted for material number 30281664, lot 4270144. Inspections were performed according to the plan, and no record of this condition was observed. There were no quality occurrences or maintenance events related to this incident. Upon evaluating the equipment, it was determined that the batch printing condition affects ten bubbles on the entire tape. It is believed that the unit received was a test sample from the line that was inadvertently packaged by an operator. Maintenance orders indicated that the condition has been corrected, and training will be provided to operators. To date, no other similar events have been reported for this lot. Based on the investigation, bd can confirm the reported conditions.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18x1-1/2 ll eclipse packaging was damaged / defective. The following information was provided by the initial reporter translated from portuguese to english: country where the incident was identified: brazil. Description of occurrence: when opening a box of needles for storage, the packaging on one unit was found to be broken, without the batch and expiry date printed on it. After segregation, the product was discarded. Date of identification of occurrence: on (B)(6) 2025. Quantity identified as deviating: 1 unit. Cnpj: 469.182.800.001-12. When the occurrence with the product was identified: before starting the procedure. Was there any harm to the patient, healthcare professional, user or other? No. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, administration of medication, etc.)? No. Tell us if the sample that presented the deviation is available for analysis: no. If possible, attach photo samples of the material with the deviation and its packaging, where it is possible to clearly see the occurrence reported.